Event description:
It was reported that during central processing, a plastic piece from the distal end of a fenestrated bipolar forceps instrument chipped off. At this time, it is unknown if the fragment fell inside the patient. No other information was provided. Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the damage to the instrument was noticed in central processing. The initial reporter was not certain if the damage occurred during central processing, during transportation to central processing, or during a procedure. She had not heard of any patient injury related to a fragment falling into a patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a plastic piece from the distal end chipped off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. Any material missing was likely to be thermally induced rather than mechanically induced. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint regarding a plastic piece from the distal end chipped off, was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to insulation degradation and carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges the maryland bipolar forceps instrument had thermal damage at the grip base on the outside of the yaw pulley. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.